Event description:
It was reported that stent dislodgment occurred. A 4.00 x 38mm synergy xd drug-eluting stent was selected for use. However, during preparation, the stylet was pulled and the stent detached from the balloon. A new stent was used to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged the entire length. Struts were pulled from the proximal section and over the distal balloon cone and tip. Due to the damage of the stent profile , an accurate stent outer diameter (od) could not be measured. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgment occurred. A 4.00 x 38mm synergy xd drug-eluting stent was selected for use. However, during preparation, the stylet was pulled and the stent detached from the balloon. A new stent was used to complete the procedure successfully. No patient complications were reported.